Event description:
It was reported that the lead exhibited exit block and was dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was cut in the field and only 80 cm of the proximal part was returned. The distal end of the lead was not returned, so a complete analysis could not be performed. Analysis was normal for the part that was returned.